Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a renal biopsy procedure, the needle shot out on its own during puncture. It was further reported that the device was taken outside the body and rotated, the needle fired on its own in the same way as before. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one monopty disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to have residue throughout the cannula and was received in its initial position. Upon functional testing, the sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place. The rotational knob was turned once more, and the stylet retracted. The device was able to be fully primed. Upon dimensional observation, both the stylet tang and cannula tang was measured and noted to be within the acceptable range. Further functional testing was not performed due to the condition of the returned sample. Therefore, the investigation is inconclusive for the reported self-activation as the further functional testing was not performed due to the condition of the returned sample. A definitive root cause for the self activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a renal biopsy procedure, the needle shot out on its own during puncture. It was further reported that the device was taken outside the body and rotated, the needle fired on its own in the same way as before. There was no reported patient injury.